Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No bad battery alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device received without battery cap unable to confirm damage. Device received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the batteries have only been lasting one week for the past month. The patient's blood glucose at the time of incident was 5.0 mmol/l. The insulin pump alarmed off no power on (B)(6) 2017. After they replaced the battery that day then the insulin pump alarmed failed battery test. A battery cap was sent in an attempt to resolve the issue. The insulin pump was not returned for analysis at this time.